Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Declot of dialysis access: "while removing clot from the arterial limb of the access, we were about to remove the python from the vessel and the balloon would not deflate. The physician cannulated the access with a long 25 gauge needle and deflated the python balloon so we could remove it from the patient's arm. The python was placed in a plastic bag and labeled immediately to be returned to the company for inspection. The device was inspected by myself before it was placed in a plastic container for shipment. Patient status: "no complications were observed and a different python was inserted and the procedure was finished with no complications. Intervention: physician had to cannulate the access at the point of the balloon so he could deflate the balloon in order to remove.